Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and the hand activation feature was nonfunctional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a spinal fusion procedure, the hand activation did not function; counter is 21 (neodisher, 134 degrees steam sterilization. No dipping in liquid). No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.